Event description:
It was reported that the rv lead was explanted due to an apparent lead fracture and high impedance of greater than 2500 ohms. It was noted that the helix would not retract at explant. No patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or increased risk of death, loss of companionship and society, severe emotional distress, and mental anguish as a result of the lead.

Manufacturer narrative:
Other: it was reported that the rv lead was explanted due to an apparent lead fracture and high impedance of greater than 2500 ohms. It was noted that the helix would not retract at explant. No patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or increased risk of death, loss of companionship and society, severe emotional distress, and mental anguish as a result of the lead. Impedance, high, lead(s), fracture of, retract, failure to.